Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after breakfast, with a reported high blood glucose of 335 mg/dl lasting about four hours, after under-announcing carbohydrate intake; the ilet issued a high glucose alert and the user chose to allow the ilet correction algorithm to address the elevated glucose. Symptoms included feeling depressed, which the user stated was not due to the device. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint intake review and user education regarding the ilet¿s correction behavior and the impact of under-reporting carbohydrates. Investigation of this case revealed no device malfunction and suggested that the elevated glucose was attributable to user carbohydrate underestimation with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.